Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The reporter did not specify the location of the leak. The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 29, 2019 - march 30, 2019. The actual sample was received for evaluation. The bag was sliced at the fill port where the customer likely drained the contents. A visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.